Event description:
Patient fell in (B) (6) 2009, cup was loose, no bone growth on cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.